Manufacturer narrative:
This product is expected to be returned for analysis, but has not been received. Additional information will be provided within 30 days of receipt.

Event description:
The luer hub of the cypher was leaking while flushing for preparation. The indeflator properly fit; however, there was a leak in the luer hub. The event occurred during preparation. There product was not in the patient when the event occurred. There was no adverse event to the patient. There were no problems encountered while flushing the catheter. There were no other problems.